Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined the device was replaced because the patient had an MRI and "the MRI messed up the device". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed a no output and no telemetry condition. Further analysis revealed the no output and no telemetry conditions were the result of a depeleted battery and a high current drain condition in the device. The high current drain condition is the result of excess leakage current internal to a tantalum battery filter capacitor.